Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the pacing lead during implant. It was noted this may have been due to patient anatomy but this was not confirmed. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.